Manufacturer narrative:
Technician found that the head section on unit will not remain up, keeps falling. Swapped bed at account's request. Technician found out foot lever was stuck. Removed object underneath and unit works as designed.

Event description:
Head of bed not staying up will drop down. No injury reported.